Event description:
A customer reported that while creating the incision for two cataract with intraocular lens implant procedures, the knife was noted to be dull. Each case was able to be completed without pt harm.

Manufacturer narrative:
No samples have been returned for evaluation. Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).